Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that since the ins was replaced it has never been right. The patient stated she is urinating 80 times a day. The patient stated she had been in contact with the rep and doctor for reprogramming and sometimes it is set to a point where it is 'unbearably painful'. The patient stated she decreased stimulation and the pain went away. Patient stated about a week to ten days ago she has been feeling a weird tingling and vibration above her butt cheek and in her thigh. The patient stated she turned stim off but still feels the sensation. The patient asked if this could be residual since the device is off and if her device could cause permanent nerve damage. The patient stated she had an x-ray and 'it's normal. The patient stated rep was made aware of device not working 'within a month' of replacement surgery. There were no further patient complications are anticipated or expected as a result of this event.